Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, lot#:, serial#: (B)(4), implanted: (B)(6) 2013 explanted:, product type: lead. Product ID: 3778-60, lot#:, serial#: (B)(4), implanted: (B)(6) 2013 explanted:, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedances were high and out of range during the replacement procedure. There were no issues with the therapy as they were able to program the patient around the electrodes. Electrodes 1, 3, 6, 9, 10, 11, 12, 13, 14, 15 were showing above 40000 ohms. The patient was happy with the therapy and the issue was resolved at the time of the report.